Manufacturer narrative:
(B)(4).

Event description:
It was reported that "vascular surgeon contacted me to report that the catheter hubs crack. The hub that connects on to the dialyser tubing." The user used a hub repair kit to fix the issue. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "vascular surgeon contacted me to report that the catheter hubs crack. The hub that connects on to the dialyser tubing." The user used a hub repair kit to fix the issue. There was no patient harm or injury. The patient's current condition is reported as "unknown".